Manufacturer narrative:
(B)(4).

Event description:
The pt was undergoing ins replacement and intra-operative impedances were greater than 4,000 ohms on several bipolar pairs. After running at higher voltage and pulse width, the normal pairs were: 0,1; 1,2; 2,3 ; 4,5; 5,6; 4,7; and 6,7. It wasn't clear what impedance values were going in to the procedure. It was also noted that the ins was in a power-on-reset condition. The battery was at 2.74v and the pt had not used the stimulation in six months. It was planned to do further testing after implanting the new ins. Further information is being requested at this time.